Event description:
Additional information received identified the issue is ongoing and the patient received an ipg comm error 2501 from his patient programmer. No additional information is available at this time.

Event description:
The patient reported he had not charged his ipg for 3 months. He was unable to communicate with either his charger or programmer. The patient is pending follow-up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.